Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: precautions; the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported while inserting a xen 45 gel stent that "when slider was at half way point, there was a distinctive sensation of a larger than normal resistance to overcome. Once it was overcome, I continued implantation. The slider movement was not as smooth as expected. Once slider reached the end, I realized that the xen implant was still only half deployed. The other half was still in the needle." Affected eye is right. Surgery was completed with another xen and there was no eye injury.

Event description:
Healthcare professional reported while inserting a xen 45 gel stent that "when slider was at half way point, there was a distinctive sensation of a larger than normal resistance to overcome. Once it was overcome, I continued implantation. The slider movement was not as smooth as expected. Once slider reached the end, I realized that the xen implant was still only half deployed. The other half was still in the needle". Affected eye is right. Surgery was completed with another xen and there was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not present in the unit or in the packaging. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.